Manufacturer narrative:
The initial MDR 2432235-2017-00394 was filed on (B)(6) 2017. Corrected information (B)(6) 2017): the initial MDR has incorrect manufacturing site address. Section has been updated with the correct manufacturing site address.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran precision level 3 control, which passed and quality control (qc), which resulted acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site and was requested to carry out an skb (service bulletin). The cse tested and ensured that all pre-analytical requirements are met. The cse checked the system requirements for water, electrical power, environmental requirements such as operating temperature, relative humidity and system exposure to sunlight, drafts and verify all leveling points are correct. The cse checked for onboard stability by ensuring all required materials used are meeting instruction for use (IFU) specifications. The cse checked for leaks, wash station, pumps, syringes and verify all wash dispenses are dispensing the correct volume. The cse ensured that the luminometer is working properly and is free of debris. The cse checked the incubation ring and verify that the incubation ring temperature is stable. The cse checked the reagent probes and performed reagent probe dispense tests as described in the service guide calibration section under system - verifying system fluidics. The cse then performed system verification, calibrated and ran all levels of control materials. The cse then ran precision, resulting within the acceptance criteria. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni -ultra) result was obtained on a randomly pulled patient sample on an advia centaur cp ((B)(4)) instrument. The customer stated every six months they pull random patient samples and run them on another advia centaur cp instrument to check for recovery. The discordant result was reported to the physician(s). The sample was repeated in duplicate on an alternate advia centaur instrument and once on the original instrument, resulting higher and in line with the patient's clinical history. The first replicate result ran on the alternate advia centaur cp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely low tni-ultra result.